Event description:
The rptr states doing back to back blood glucose tests. Reported results were 200, 95, 105, 138 mg/dl. Rptr did not have any symptoms. No harm was alleged. No other info was given. Followup attempts to contact the rptr for confirmation and further info have not been successful.